Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Additional information: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
H6: patient code was updated to reflect code 4582.

Event description:
It was further reported that there was no patient involvement regarding the previously reported product malfunction.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The following errors/alarms were evidenced in the event history log (ehl): check clutch, plunger lever and acu watch dog, and primary audible alarm post error. Only the primary audible alarm was reproduced during functional testing. Based on this result, as well as the ehl findings, the customer reported product problems were confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The interconnect board on the pump was replaced to address the reported problems. The pump also underwent preventative maintenance.

Event description:
It was reported that the medfusion pump produced the following alarms/errors: acu watch dog failure, primary audible alarm post, check clutch plunger lever, and background test error. The end user also reported that the main board needed replacement. No patient injury or complications were reported in relation to this event.